Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
Additional information reported the pump was delivering morphine, fentanyl and hydromorphone. Other medications the patient was taking at the time of the event include oxycontin 20 mg every 12 hour and oxycodone 10mg every 6 hour prn. A CT scan was performed. The location of the catheter issue was unknown. Surgical intervention occurred on (B)(6) 2014 for the replacement. It was unknown if catheter segments were left in the patient not in use. The patient recovered without permanent impairment.

Event description:
The patient was getting varying pain relief, and the physician noted that there was a catheter occlusion. The device was reportedly replaced with another from the same manufacturer on an unknown date. The patient reportedly recovered without sequelae. The patient's pump was intended to infuse an unknown drug. Additional information was requested to determined the cause of the occlusion and the type of infusion drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: note that only the pump was received, not the catheter/s. There was no device allegation against the pump. Product ID 8731, lot# b002451n28, implanted: 2003-(B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2013-(B)(6), product type accessory. (B)(4).